Event description:
It was reported to philips that the system's 1-phase uninterruptible power supply battery failed, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.